Manufacturer narrative:
Based on the results of the investigation, the crystalized substance could not be identified, neither could the reason it remained in the device be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, crystallization was found inside the gastrointestinal videoscope's forceps channel. There was no patient involved.